Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged from its original implanted site. They lv lead had migrated to the pulmonary artery resulting in loss of capture (loc). No other adverse patient effects reported. The lead has been removed from service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory it was noted that there were set screw marks on the terminal pin. No discernible set screw marks were noted on the ring. Dried blood/body fluid was noted in the lumen of the lead. There was also electrocautery damage seen on the surface. A separation was noted between the distal end of the tip anode ring and the drug collar. The complaints from the field were not confirmed at this time. The lead passed electrical testing during analysis.